Event description:
The customer reported approximately 100 microliters of clear liquid leaked from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer was wearing gloves and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak came from the probe rinse block. The fse observed protein buildup underneath the probe rinse block which caused the misalignment and leak. The fse cleaned the probe wipe assembly and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).